Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.126" x 0.152" in size. Due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument. The instrument was found to have broken electrical contacts. The 2 broken pieces, measuring approximately 4.46mm x 0.87mm each in sizes, were not returned with the instrument. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tip of the monopolar cautery instrument was broken. The procedure was completed as planned with no reported injury.